Manufacturer narrative:
Article citation: baser, e.f., seymenoglu, r.g. "Results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma." Int ophthalmol (2020). Https://doi.org/10.1007/s10792-020-01650-8. The events of high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Reported events of a patient received a second xen®45 gts (at postoperative 9 months) after failed needling at 6 months. This second xen45 implant was successful, and lop was 21 mmhg without glaucoma medications until the end of follow-up in the right eye were noted in the article: "results of fluorouracil-augmented xen45 implantation in primary open-angle and pseudoexfoliation glaucoma."